Event description:
Rptr stated that rptr did back to back blood glucose tests, 15 mins apart. Rptr's results were 156 and 192 mg/dl. Rptr did not have any symptoms. A control solution test was in range, 134 (102-156). The rptr stated that rptr is newly diagnosed, and is controlling rptr's blood sugar with diet. Rptr's results have since leveled off, and rptr's readings have been 120-130 mg/dl. No harm was alleged.